Manufacturer narrative:
It was reported that the patient has some pain and some popping with the implant. The surgeon is going to scope the knee. Revision surgery is planned in which the poly inserts may be exchanged. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has some pain and some popping with the implant. The surgeon is going to scope the knee. Revision surgery is planned in which the poly inserts may be exchanged.